Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('everything but ovaries') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure inserted. In (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abnormal faeces ("stool problems"), vaginal odour ("vagina rebelled/ foul"), amnesia ("I can't remember my name most of the time"), abdominal pain ("abdomen was hurting"), postoperative adhesion ("had horrible adhesion"), feeling abnormal ("feels like something ") and menopause ("menopause"). The patient was treated with surgery (hysterectomy, essure removed). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal, vaginal odour, amnesia, abdominal pain, postoperative adhesion, feeling abnormal and menopause outcome was unknown and the abnormal faeces had resolved. The reporter provided no causality assessment for abdominal pain, amnesia, postoperative adhesion and vaginal odour with essure. The reporter considered abnormal faeces, feeling abnormal, medical device removal and menopause to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: new reporter and event feels like something, menopause added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('everything but ovaries') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure inserted. In (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abnormal faeces ("stool problems"), vaginal odour ("vagina rebelled/ foul"), amnesia ("I can't remember my name most of the time"), abdominal pain ("abdomen was hurting") and postoperative adhesion ("had horrible adhesion"). The patient was treated with surgery (hysterectomy, essure removed). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal, vaginal odour, amnesia, abdominal pain and postoperative adhesion outcome was unknown and the abnormal faeces had resolved. The reporter provided no causality assessment for abdominal pain, amnesia, postoperative adhesion and vaginal odour with essure. The reporter considered abnormal faeces and medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal". Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. New adverse event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('everything but ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abnormal faeces ("stool stool problems"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abnormal faeces had resolved. The reporter considered abnormal faeces and medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal". Most recent follow-up information incorporated above includes: on 20-mar-2020: social media: reporter added and event added as stool problems. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('everything but ovaries') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal". Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('everything but ovaries') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.